Event description:
Pt developed an infection of her central venous access requiring IV antibiotics in order to avoid hospitalization. Due to the infection it was necessary to explant the catheter and discontinue the pt's chemotherapy regimen before the scheduled end of therapy. The infection is being attributed to a corruption of the needleless access system being used to access and maintain her catheter.